Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint cannot be confirmed via laboratory testing. Eval results: as received, the ipg was noted to be non-responsive. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg on (B)(6) 2009. It was reported that the pt's ipg entered the "stimulation off" mode, and the pt did not recharge the ipg. It was reported that the pt lost stimulation approximately three months ago, and he did not recharge in over 45 days. Consequently, the pt programmer and charging system were unable to communicate with the ipg. The physician explanted and replaced the ipg with a different model on (B)(6) 2011. Stimulation was allegedly captured postoperative, and no further pt issues were reported.